Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the reported water damage was not confirmed. Therefore, an assignable root cause could not be determined. However, during evaluation, it was determined that the motor on the device was worn and frozen generating an e2 error. The assignable root cause was determined to be wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery setup, it was observed that the motor device had water damage. According to the reporter, while the scrub technician was setting up for a surgical procedure, it was observed that there was water dripping from the hose of the device. There was no delay due to the planned surgical procedure as a spare device was available for use. It was reported that the patient was not in the room at the time of the event. It was further reported that the surgical procedure went fine. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.